Manufacturer narrative:
The unit was returned for evaluation. It was observed that the imaging window was detached from the lapjoint. A kink was observed in the imaging core and impedance testing revealed an electrical open at distal. The catheter was not able to be flushed due to the detachment observed. An image test was not able to be performed due to the detachment of the device. The device was sent for x-ray analysis to further characterize the electrical failure and no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 15-oct-2019 it was reported that the opticross catheter was kinked. During a procedure involving an opticross imaging catheter, it was noted that the catheter was kinked and that the image was uneven and different from the usual intravascular ultrasound (ivus) image. The device was removed and the procedure completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was detached.